Manufacturer narrative:
An evaluation of the device could not be performed as the device was not returned to the manufacturer due to hospital policy. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. An x-ray and an operative report was received. The operative report stated a pre and postoperative diagnosis of dislocation of the right hip. The patients primary surgery was for a long standing issue with the knee. It was noted that the cup was in a good position. No complications were noted during surgery. A review of the provided x-ray and operative report could not determine a root cause. The event was confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened. Not returned.

Event description:
It was reported that the patient dislocated and the surgeon changed the constrained liner, femoral component and head.